Event description:
It was reported to philips that the system's flexvision monitor froze, preventing imaging and delaying the procedure 20 minutes. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnostic cerebral angiogram procedure. The procedure was completed after rebooting with 20 minutes delay. It was reported to philips that the system was unable to perform fluoroscopy. Upon troubleshooting, philips remote service engineer (rse) checked the system log files remotely and found that the flexvision monitor lost communication with the flexvision pc. To resolve the issue, customer rebooted the device. After restart the device returned to good working order. The codes were updated based on the investigation outcome.